Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered from the field. Device evaluation of monitor sn (B)(4) is underway. Initial evaluation included a review of the downloaded software flags to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 02/05/2014. Belt: 01/25/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at a skilled nursing facility at the time of the event. Review of the download data indicates that the patient's rhythm degraded from sinus rhythm to asystole at 5:57:07 on (B)(6) 2017. Asystole is considered a non-life sustaining rhythm. CPR artifact contributed to a false detection which resulted in three shocks during asystole. The electrode belt was disconnected at 6:35:43.